Event description:
It has been reported that the bd vacutainer® z blood collection tube has been found experiencing glass breakage during use. No patient impact was reported. The following has been provided by the initial reporter: the blood collection on the venflon worked perfectly, then the tube was moved slightly back and forth as standard, the person collecting the blood was covered in the patient's blood, fortunately protective clothing was worn (due to the risk of isolation), so the person collecting the blood was protected by an apron, face mask, cap, etc.; however, the entire apron was covered in blood. The glass tube broke under the red cap, allowing the blood to flow out. Did serious consequences arise or could serious consequences have arisen, if so which? Contamination with infectious excretions / especially also in the case of isolation (norovirus) unfortunately, this got lost in the rush of the moment. It just so happened that the blood tube broke directly under the sealing plug. At most, it may be that the blood tube fell to the ground and thus had a rupture. Unfortunately, I didn't notice this.

Manufacturer narrative:
H.6. Investigation summary: material #: 367614 lot/batch #: 2304779 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.